Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness within specification). As per the investigation procedure, missing piece of orientation dot and creases assessed as inconclusive. Were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or corrected data: d.4, d.6a, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device has been explanted and replaced.